Manufacturer narrative:
Device evaluation by manufacturer: upon receipt at our post market quality assurance laboratory, a visual and tactile examination found multiple inner sheath kinks. The device was received with the stent already deployed from the delivery system. The investigator was unable to advance the guidewire through the device due to the inner sheath kinks. This epic device is recommended for use with a 0.035 inch (0.89mm) guidewire, as per label specification. The guidewire used by the customer was not returned for analysis. A visual examination identified no issues with the tip or damage to the handle of the device. This concludes the product analysis.

Event description:
It was reported that the stent was partially protruding out of the sheath. The target lesion was located in the iliac artery. An 8x40x75 epic self-expanding stent was selected for treatment. During device preparation, the stent tip was found partially protruding out of the introducer sheath. The physician attempted to load it onto the wire, but it was not possible. An 8x60 epic stent was then prepared and completed the procedure. No complications were reported, and the patient was fine.

Event description:
It was reported that the stent was partially protruding out of the sheath. The target lesion was located in the iliac artery. An 8x40x75 epic self-expanding stent was selected for treatment. During device preparation, the stent tip was found partially protruding out of the introducer sheath. The physician attempted to load it onto the wire, but it was not possible. An 8x60 epic stent was then prepared and completed the procedure. No complications were reported, and the patient was fine.